Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the right atrial lead exhibited intermittent oversensing which resulted in falsely detected atrial tachycardia and auto mode switch episodes. No intervention was reported. No further information was provided.

Event description:
New information received noted the asymptomatic patient presented in clinic for follow up. Electrogram review noted right atrial lead noise. The noise was unable to be reproduced in clinic. No intervention was reported. The patient was stable throughout and will continue to be monitored.